Manufacturer narrative:
The beckman customer technical specialist (cts) performed troubleshooting and determined the cause was due to the customer incorrectly modifying the parameters causing system to unnecessarily dilute the patient samples. Cts instructed the customer to revise the rule setting to resolve the issue. The customer has not called back for any further issues regarding this event. System resumed normal operation. There is no evidence of a remisol system malfunction. Pt info: information not provided by the customer. MFR site: reporting contact telephone number is (B)(4). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of incorrect ferritin results for two (2) patients due to auto dilution rule in the remisol system. The incorrect patient results were reported out of the laboratory. Two (2) patients were given treatment as a result. The customer was unable to provide further information for this event. The customer indicated the corrected results were later reported. There was no report of death associated with this event. Customer did not provide patient data or demographics. This MDR will address change in treatment for patient #1.